Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The drain volume was 112mls. The last fill volume was 2000mls. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and advised to start over with new supplies. There was patient involvement but patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated neither he nor the home patient (hp) had any information regarding the event. Per the cg, the hp was doing well on therapy. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be due to air in the patient line. This issue is being investigated through CAPA.